Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door did not work consistently and customer stated that door was recoverable, but after 2 or 3 vends the error message indicated that the door would not close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, good faith attempts were made to get the additional information. No responses received from the field service engineer (fse) and the fse manager. Work order was cancelled by fse.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door did not work consistently and customer stated that door was recoverable, but after 2 or 3 vends the error message indicated that the door would not close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.